Event description:
On (B)(6) 2014, the patient was implanted with two conformable gore tag thoracic endoprostheses to treat a thoracic aortic aneurysm. After a stent graft (tgu282820j/12029748) was implanted distally, the other stent graft (tgu343415j/12455560) was deployed in a position where the proximal end of the stent graft just a bit covers a distal end of the left common carotid artery. An angiography showed that the blood flow to the left common carotid artery was a bit obstructed. Ballooning of the stent graft was performed using a tri-lobe balloon, and another angiography revealed that the ostial of left common carotid artery was partially covered by the stent graft and that the blood flow to the left common carotid artery was more obstructed. On the same day, the physician performed a re-intervention, implanting two metal stents into the left common carotid artery to recover the blood flow. The patient tolerated the procedure. Per report, the patient had a bovine artery. The stent graft was originally deployed in the position where it partially covered the left common carotid artery, and the proximal end of the stent graft might have covered the left common carotid artery more by over-ballooning. After the reintervention was performed, the blood flow to the left common carotid artery was recovered without any issue reported.

Event description:
On june 9, 2014, the patient was implanted with two conformable gore tag thoracic endoprostheses to treat a thoracic aortic aneurysm. After a stent graft (tgu282820j/12029748) was implanted distally, the other stent graft (tgu343415j/12455560) was deployed in a position where the proximal end of the stent graft just a bit covers a distal end of the left common carotid artery. An angiography showed that the blood flow to the left common carotid artery was a bit obstructed. Ballooning of the stent graft was performed using a tri-lobe balloon, and another angiography revealed that the ostial of left common carotid artery was partially covered by the stent graft and that the blood flow to the left common carotid artery was more obstructed. On the same day, the physician performed a re-intervention, implanting two metal stents into the left common carotid artery to recover the blood flow. The patient tolerated the procedure. Per report, the patient had a bovine artery. The stent graft was originally deployed in the position where it partially covered the left common carotid artery, and the proximal end of the stent graft might have covered the left common carotid artery more by over-ballooning. After the reintervention was performed, the blood flow to the left common carotid artery was recovered without any issue reported.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications.